Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) no anomalies found. Upon inspection, it was noted that the distal conductor of the lead was distorted and fractured. Upon visual inspection, it was noted that the lead was damaged during the implant process.

Event description:
It was reported that during the implant procedure, the lead deployed several times (3-4) but on the 5th - 6th attempt the screw would not extend fully. The device/lead was not implanted. No patient complications have been reported as a result of this event.